Event description:
It was reported via the stryker facebook page, "my mako knee replacement did not go as planned. 8 weeks out from surgery, my knee got infected. Then my tibia also got infected and my tibia broke. It has been a nightmare."

Manufacturer narrative:
An event regarding infection & periprosthetic fracture involving an unknown knee implant was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.